Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The lead was not treating slow ventricular tachycardia.

Event description:
It was reported that post-implant operation, the patient exhibited slow ventricular tachycardia. The physician decided to reposition the right ventricular lead to a more inferior septal position. Post-procedure, the patient went back into slow ventricular tachycardia. The patient expired on (B)(6) 2018. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.